Event description:
While gaining access to start ep study with ablation, a part of the nitinol wire broke off into the sheath and was caught into the pt's tissue. A small incision was made to retrieve the wire successfully; 4-0 vicryl sutures and dermabond applied to area.